Event description:
In (B)(6) 2011 I was doing yard work. I lifted a heavy bag and felt a twinge in my right groin. The next morning my right hip and leg were numb - I had no pain, just numb. I saw a chiropractor that day and then proceeded with a series of doctor appointments: primary care, physical medicine, chiropractic, acupuncture, and physical therapy. Feeling in the leg returned but the hip and thigh and groin stayed numb and, at times, painful. Tests were ordered. Back issues were found but it was determined they were not the cause of the hip and groin problem. It was decided that meralgia paraesthetica was the cause of the hip and thigh numbness - that the mesh and scar tissue from the hernia repair from 2007 had shifted and is pressing on the inguinal or cutaneous nerve. Both doctors have stated that the condition is probably permanent. I have completed pt to strengthen my back and will continue acupuncture and chiropractic. I can stand pretty comfortably but sitting leads to immediate numbness and sometimes pain. The numbness has improved with treatment and time but is always there when I sit, sometimes worse than others. I am a float receptionist so driving I my car and sitting at my desk are not that comfortable.